Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a right ventricular lead integrity occurred and the impedance trend on the rv (right ventricular) pacing lead was variable.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the hospital due to a patient alert. The patient had received high voltage therapy due to ventricular fibrillation (vf) episodes and the alert was activated due to the polymorphic condition of the arrhythmia. During technical review of device data it was noted there was a single impedance alert for impedance greater than 1000 ohms. The lead impedance returned to nominal values. It was further reported there was diminished r waves and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).